Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated the event occurred on several different occasions. She was able to remove the remaining pieces.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2014. A visual inspection of companion samples was conducted on (B)(4) 2014 and no abnormalities were noted.